Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. It was reported that the cause was"there is no way for me to determine with certainty why the stimulator turned off. I believe this would be user error or adaptivstim zeroing out in certain position. The actions/interventions need to be a replacement of her recharging equipment. I hope you will be able to do this asap. The physician is aware of these issues. The next steps determined by the physician and care team were to get new recharging equipment. That should be provided by patient services. Please advise if they are not able to do this and why they would not be able to provide this for the patient. Pt called back in and reported that their controller recharging issues continued. Pt stated the message rm06 appeared. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section b5, h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and explained they've received the replacement recharger, but they were still experiencing difficulties with their stimulation turning off on its own, or seeming like the intensity was changing on its own. On wednesday, they charged the ins to 100% and knew stim was on, then trouble started through the night, and on thursday the stimulation was off. When they turned stim back on, it was still reading 100% charge when it should be lower. Patient also noted when going up and down the steps, they felt like the stimulation was changing; they had to turn stim down to stop feeling tingling. Patient said they were having more pain as well. Patient also noted they still had to lay on the paddle to get the implant to charge, but realized labeling with the replacement said they should not do that. Patient said they used to be able to wear the belt and walk around with the paddle, but now had to lay on it to charge every time. Agent attempted to redirect to hcp to have a rep interrogate the ins and possibly check positioning, since they shouldn't need to lay on the paddle, and the stimulation changes would be programming related. Patient said they had continued to work with their rep on the issue and said the rep told them to call for a replacement controller, since they had only been sent a recharger. Patient was frustrated because they were doing what their rep told them to do, which was call to request a controller, but agent suggested seeing hcp/rep in person instead. Patient said during their first call, the original agent also didn't want to send them replacement equipment until things 'got worse.' Agent reviewed information and agreed to send a controller, but explained they need to meet with the rep if the replacement doesn't resolve. Agent sent request to repair and closed case. Patient mentioned they have an appointment coming up on october 8th with their hcp. Agent walked pt through setting up the controller. Pt will monitor the implant battery level and follow up with hcp as needed.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing issues with their implantable neurostimulator (ins), including difficulties with recharging the ins and the stimulation turning off. The patient stated that a week ago, they were in so much pain and when they checked, their stimulation was off. When they turned it back on, the implant battery was at 50%. Patient also mentioned that the implant battery remained at 30% for over an hour of recharging, and it started recharging again after they lay down for another hour. Patient noted that they were previously able to recharge their ins while moving around, but now they need to lie down to recharge and it¿s going off for some reason. Patient stated that they met with the representative (rep), who advised them to contact pats and request a replacement battery. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller and battery pack. Agent had patient blow air into the controller charging port. Patient confirmed that the controller turned on with green light flashing. Patient also confirmed that the controller battery was 10% and implant was 50%. Agent had patient connect the recharger and start the ins recharge session. Patient saw "cannot recharge device the controller battery is too low recharge the controller" message. For the event date, patient stated they'd guess maybe 17th or 18th or 25th or 26th. Agent reviewed information and advised the patient to continue charging the controller and call back to proceed with further troubleshooting. Pt called back stating that they charged the controller to 90%. Pt had not yet charged the ins, so agent had the pt initiate an ins recharging session. Pt saw the batteries screen with the ins at 50% and recharging excellent indicated. Pt also confirmed that the controller light was flashing green. Pt stated that the ins had turned off on its own before without them doing anything. Pt stated that when recharging the ins before, they had seen recharging excellent but the ins hadn't actually charged until they were lying down. Pt stated that the ins had stayed at 30% when they were recharging the ins and were mobile. Pt stated that a rep had come to see them at hcp's office and they were told to call ps for replacement equipment. The equipment was working as intended during the call. Agent asked the pt to monitor the equipment/ins charging and call ps back if further assistance is needed. Pt was upset about calling back since they were told to call back for further troubleshooting when they could have done this on their own and this wasn't troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.